Event description:
It was reported that the target lesion was located in the mid to proximal left anterior descending artery (lad) with 100% stenosis and moderate tortuosity. The balance middleweight (bmw) elite guide wire was placed in the lesion, and a non-abbott 1.25 x 10 mm balloon catheter was advanced. However, the balloon did not cross the lesion and was attempted to be retracted from the anatomy, but it could not be retracted as it was stuck on the bmw elite guide wire. The non-abbott balloon and the bmw elite guide wire were removed as a unit. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: dil cath: douvan kamui 1.25 x 10 mm; guide cath: 6f heartrail jl3.5. Evaluation summary: the device was returned for analysis. The resistance with the balloon catheter was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.